Event description:
Customer reports of having high blood glucose in the morning which were treated with manual injections. Customer's blood glucose was 293 mg/dl. During troubleshooting, alarm history showed no delivery alarms. Customer resolved no delivery issues with complete set change. Customer was able to continue troubleshooting as this was a past event. Customer was advised that high blood glucose may be due to incorrect basal settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.